Event description:
As reported by the user facility: customer reports that the nurse inserted the needle and withdrew stylet and metal safety clip was not engaged; it remained in pink hum, no patient injury noted. (B)(4).